Manufacturer narrative:
Device has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported the site was able to verify an instrument with the universal green tracker at the beginning of the procedure, however, when the site attempted to re-verify during the procedure, verification was not successful. It was noted different instrument tip was used without resolve. It was also noted the spheres were replaced without resolve. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.